Event description:
Related manufacturer reference number: 2017865-2022-22036. It was reported that the patient presented to the emergency room with complaints of phrenic stimulation. Upon review, it was discovered that the atrial lead was found to have no sensing and no cardiac capture. It was noted that the lead dislodged. The physician extracted that lead and added extra sutures to the can and leads because it was apparent that the patient had ¿twiddled¿ it. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, twiddlers, extra cardiac stimulation, and failure to sense. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix extended and covered with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The reported events of failure to capture, extra cardiac stimulation, and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.